Event description:
Broken screwdriver head lodged into implanted screw. Most of the tip was removed although a small portion was left in the screw. The doctor worked to remove the screwdriver tip with the use of the fluoro machine.